Event description:
It was reported diagnostic testing identified impedance issues with one of the pt's dbs lead extensions ((B)(6)). Fractures to the extension are suspected. Surgical intervention will be undertaken at a later date to resolve the issue.

Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.